Event description:
A healthcare provider was showing a pt how to use the microlet lancing device. The lancet was not capped prior to removal, and the hcp sustained a needlestick injury. The pt has hepatitis c, and the hcp followed all appropriate protocols for the needlestick injury.

Manufacturer narrative:
Lancets and lancing devices are not serialized or assigned lot numbers, so it's not possible to determine a MFR date.